Event description:
It was reported that during an implant attempt the physician had difficulty advancing the stylet through the right ventricular (rv) lead. The physician was able to advance the lead successfully, and the lead was implanted without incident. All lead parameters tested within range, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).